Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their gums are receding. They will be getting a letter from their new orthodontist about their issues and treatment. Requested letter of recommendation from patient. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.